Event description:
It was reported the switch emitted sparks.

Manufacturer narrative:
Visual inspection of the switch components revealed that a resistor on the circuit board had failed and emitted a spark, but we were unable to determine the cause of the failure. There was no evidence of other electrical issues, although the pad appeared to have been wadded and internal electrical components had been subjected to a great deal of stress. We were unable to determine the cause of this report.